Event description:
Patient using handy solutions heating pad when it caught fire. Patient states it was only the 2nd use on a new heating pad. She states she smelled smoke/ burning plastic before she heard the smoke detector or felt any pain due to her neuropathy. Member reports redness and pain on the skin in the area where the heating pad had been. She reports no blisters or deeper burns, she used aloe and the area healed in a few weeks. Patient has neuropathy potentially causing her not to feel the overheating of the heating pad before it caught fire.